Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that in the beginning the patient only needed to recharge the ins every couple of weeks and now it was down to about 5 days between charging sessions. The patient stated it had been a gradual change over time and there hasn't been a change in their level of stimulation. The patient confirmed there was no historical issue with coupling and charging. The patient was directed to follow-up with their healthcare professional. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of needing to charge the ins more often was not determined. The rep noted that the actions/resolution of the event was to be determined. No further complications were reported.